Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection showed that a main coil, delivery wire, and introducer sheath were returned for this complaint. The coil was found kinked, stretched and severely damaged. The zap tip of the main coil was detached, and it was not returned. The coil and delivery wire were interlocked and inside the introducer sheath. Functional inspection of the delivery wire was done by advancing through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, due the stretched condition. It was pulled out backwards in order to release the main coil. Microscopic inspection of the delivery wire showed that the proximal end has a smooth surface. The interlocking arm was inspected and no damage was found. The main coil zap tip was detached and was not returned. The interlocking arm was inspected, and no damage was found. Dimensional inspection of the delivery wire weld, wire arm and wire zap tip were within specification. The main coil primary coil outer diameter was within specification; however, the number of distal fiber bundles was only 1 out of 22 and the number of proximal fiber bundles were all missing.

Event description:
Reportable based on device analysis completed on 14apr2021. It was reported that the coil could not advance the catheter. The target lesion was located in the moderately tortuous and non calcified duodenum. A 10mmx40cm interlock coil was selected for use. During procedure, the coil was advanced in the 0.040 inch non boston scientific hydrophilic catheter but it could not advance. The coil was replaced with another 10mmx40cm interlock; however, the same issue of resistance occurred so the catheter was replaced with another 0.040 inch non boston scientific hydrophilic catheter. Still, strong resistance was noted. A third 10mx40cm interlock was used, but resistance occurred again. The procedure was completed with a non boston scientific coil. No patient complications were reported. However, device analysis revealed that there were missing fiber bundles.